Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(4). Conclusion (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: there are two possible devices involved in the event as follows: pds ll plus antibacterial suture, pds ii (polydioxanone) suture

Event description:
It was reported that a patient underwent a resection of the right colon with midline laparotomy on (B)(6) 2011 and suture was used for continuous abdominal fascial closure. The patient developed deep and superficial wound infection, wound dehiscence on (B)(6) 2011 and was treated with cleaning of the wound, irrigation and sterile dressing. At the (B)(6) 2011 follow-up visit, the patient was completely recovered.